Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, the customer believed that the pouch that the pump was in was influencing the occlusion as the tubing may have been bent while in the pouch. The customer took the pump out of the pouch and successfully delivered a bolus. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Blood glucose ranged from 177-130 mg/dl.